Manufacturer narrative:
Unit received with missing segments due to cracked lcd glass. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks on display screen. Customer does not know how damage occurred and was not sure if it was dropped. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.